Event description:
Customer reported issues with the insulin. Customer states that there is a no delivery alarm and the infusion cap is sticking out. Customer also states that they will be visiting their doctor due to fluctuations of blood glucose. The blood glucose reading is 340 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).